Event description:
On (B)(6) 2013, a peritoneal dialysis patient called into the clinic complaining of abdominal pain. The patient was instructed to begin a dose of prophylactic antibiotics per protocol. The patient's son brought a bag of dark, concentrated effluent to the clinic for lab cultures, gram stain and cell count. The patient was instructed to continue antibiotic until results were received. Lab results received on (B)(6) 2013 indicated a high cell count of 1106 however, there were no visible cfus. The doctor ordered a repeat culture, gram stain, and cell count and instructed the patient to continue with the antibiotics per protocol. The sample was collected on (B)(6) 2013 per doctors orders. The results from the subsequent tests were never received by the clinic; peritonitis was not confirmed.

Manufacturer narrative:
Medical records have been received and are being reviewed by the manufacturer's physician. In addition, the device is currently undergoing evaluation. A supplemental report will be submitted upon completion of the investigation.